Event description:
It was reported that the patient had advisory alarms on (B)(6) 2022 indicating "call hospital contact". The patient did not did call the ventricular assist device (vad) team but performed a controller exchange without incident. All alarms ceased. Upon bedside interrogation driveline power fault alarms were noted, but there were no further alarms after controller exchange. There was also no damage to the modular cable but there was a bend in the cable proximal to the modular cable which had been present for at least a year. Technical services reviewed the submitted log files and observed several odd low power advisories and power cable disconnects while connected to batteries, however, there were no other unusual events noted in the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted log files confirmed advisory alarms for driveline power faults. A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. Evaluation of the controller event log file revealed abnormal power cable disconnect alarms when the patient was connected to batteries. Low power advisory alarms were triggered intermittently on (B)(6) 2022 between 23:27:06, and 23:29:10, and on (B)(6) 2022 between 10:49:56, and 10:50:13. Intermittent power cable disconnect alarms and no external power alarms were triggered throughout the log file. These alarms appear to have activated due to a dual disconnection from the mobile power unit and battery power. Pump operation was not affected due to the backup battery being in use. Intermittent driveline power faults were active on (B)(6) 2022 from 08:54:06 until the driveline was disconnected and the lvad was shut off for a system controller exchange. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4).were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas IFU and patient handbook are currently available. The heartmate 3 lvas patient handbook, advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. This handbook also explains that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. Information regarding all system alarms and the recommended actions associated with them. Section 7 of the IFU, "alarms and troubleshooting," the patient handbook, "alarms and troubleshooting," address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The heartmate 3 lvas patient handbook ¿alarms and troubleshooting¿ contains ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.